Manufacturer narrative:
Correction: b1 - selected adverse event, it was previously reported as product problem correction: h6 - updated investigation conclusions code to cause not established, it was previously reported as no problem detected.

Event description:
It was reported that during a right ventricular leadless pacemaker (rvlp) placement, the catheter slipped towards the inferior wall of the heart. The rvlp was covered, and placement was changed. Before the second pre-mapping, tip imaging was performed and revealed pericardial effusion and cardiac tamponade. Drainage was performed to resolve the issue. The procedure was concluded without an rvlp. There were no patient consequences following the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.